Event description:
It was reported that the patient presented with recurring incontinence. A cystoscopy was performed and urethral atrophy was identified under the cuff. A revision surgery was performed and all the artificial urinary sphincter (aus) components were removed and replaced with a new aus.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms atrophy and recurring incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with recurring incontinence. A cystoscopy was performed and urethral atrophy was identified under the cuff. A revision surgery was performed and all the artificial urinary sphincter (aus) components were removed and replaced with a new aus.